Manufacturer narrative:
Catalog #: 72401982, 72402105. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) female with congenital abnormality was implanted with an acticon device on (B) (6) 1998. On (B) (6) 2001 the cuff was removed. On (B) (6) 2002 the cuff was re-implanted and the balloon was revised. On (B) (6) 2007 the entire device was removed due to recurring incontinence and pt request. A request for the device was sent and the device was not returned for analysis. No further info has been provided.